Event description:
While the device was being serviced it was found the therapy cable stabilizing collar base was broken.

Event description:
While the device was being serviced it was found the therapy cable stabilizing collar base was broken.